Event description:
It was reported that during a routine follow up code 1003 displayed on this device. Code 1003 is indicative of battery voltage being too low for the projected longevity. This device has been explanted and is no longer in service. No further adverse patient effects were reported. The investigation is completed and the analysis results are as enclosed.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. External visual inspection of the device revealed no anomalies. Review of the device battery history revealed cell depletion that was somewhat unstable and sudden. The device case was then opened to facilitate analysis of the internal components. The battery was separated from the other device electronics and the overall current draw of the circuitry was measured. The battery analysis determined that there was a short in the cell caused from the cathode tab coming in contact with the can due to a torn insulator tube. This internal short in the battery was determined to be the cause for the battery depleting faster than expected.

Event description:
It was reported that during a routine follow up fault code 1003 displayed on this device. Fc 1003 is indicative of battery voltage being too low for the projected longevity. This device has been explanted and has since been returned for analysis. The investigation is currently in progress. When this analysis is complete an updated report will be submitted.